Event description:
A pt had experienced a change in stimulation regarding her pain therapy. Upon interrogation, one of her octad leads which was implanted subcutaneously for ilioinguinal pain, had migrated. Several impedance measurements were found to be out of normal range. The pt felt slight stimulation at 10.5 volts, but it was not covering the painful area. The pt's lead was explanted and replaced. In addition to the peripheral lead, the pt was noted to have also had a spinal nerve root lead which appeared to have been functioning correctly. Following the replacement of the lead, the pt had good stimulation coverage. It was noted that there was no pt injury.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.